Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the phasix mesh may have caused or contributed to the events as alleged. When asked, the contact would not provide his name and no contact information was given. As such we are unable to request additional information at this time. A lot number was not provided, without this information a review of the manufacturing records is not possible. Note the date of implant is an estimate as the actual date was not provided. Should additional information be provided, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that in (B)(6) 2018 the patient was implanted with a davol phasix mesh during an inguinal repair procedure. As reported following surgery the patient started taking enzymes because they "help break down scar tissue." Contact alleges a burning sensation in the area of the repair since implant and that the burning has increased since stopping the enzymes, one month ago. The contact reports the "skin is not red or oozing." The patient has a doctors appointment scheduled.